Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 400 mg/dl. Troubleshooting found that the cannula was bent. Customer was advised on insertion technique and site placement. Customer was also advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.